Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: 351333 lead implanted: (B)(6) 2008; d334vrg ICD implanted: (B)(6) 2014. Heartware ventricular assist system ¿ battery, device evaluation anticipated, but not yet begun (B)(4). Heartware ventricular assist system ¿ battery, device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unexplained controller power-up events noted on log files. In addition, the patient felt that two batteries were ¿not good and did not connect right.¿ it was determined that the patient had accidentally double disconnected the batteries on the dates of the unexplained power up events. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and two batteries with unknown serial numbers were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed five (5) controller power-up events and associated motor start events within the analyzed period, indicating losses of power to the controller. The controller power ups were logged on 16jul2018 at 01:11:25, 16jul2018 at 01:11:44, 24jul2018 at 12:55:27, 26jul2018 at 19:53:08, and 01aug2018 at 00:38:57 where the controller was without power for 10 seconds, 29 seconds, 2 minutes and 43 seconds, 16 seconds, and 13 seconds, respectively. No anomalies were recorded before the loss of power. As a result, the reported poor mechanical connection event could not be confirmed; however, the reported controller power up event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage. A possible root cause of the losses of power can be attributed to a disconnection of both power sources as described in the event details. An internal investigation was initiated to capture events involving the controller l osing power. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial MDR date of MFR. Rec.: 2018-08-02. Product event summary: the controller and two batteries with unknown serial numbers were not returned for evaluation. Log file analysis revealed five (5) controller power up events and associated motor start events within the analyzed period, indicating losses of power to the controller. The controller power ups were logged on 16/jul/2018 at 01:11:25, 16/jul/2018 at 01:11:44, 24/jul/2018 at 12:55:27, 26/jul/2018 at 19:53:08, and 01/aug/2018 at 00:38:57. The controller was without power for 10 seconds, 29 seconds, a maximum of 3 minutes and 17 seconds, 16 seconds, and 13 seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported poor mechanical connection event could not be confirmed; however, the reported controller power up events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage. A possible root cause of the losses of power can be attributed to a disconnection of both power sources as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.